Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 70-year-old female undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that when the medical doctor went to move the repo sheath there was difficulty. The physician used two heave hemostats to break it off. There was no patient harm reported.

Manufacturer narrative:
The investigation for the difficult removal has been completed. The impella device was not returned for evaluation. Therefore, without sufficient clinical details, the root cause of the reported issues difficult removal could not be determined. Added- d6a/d6b.